Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h4, h6, and h11 were updated. The device was not returned for evaluation. The definitive root cause of the image failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited image not displayed during use. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death.